Event description:
The customer reported two false positive results with the ID now covid-19 assay on various days in may. This report is for patient two (2) of two (2). The patient tested positive with the ID now covid-19 assay on (B)(6) 2022. Confirmation antigen quantification testing was performed with generated a negative result (sample type, date and platform unknown). No further information regarding patient health status and outcome was provided.

Manufacturer narrative:
Similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report number: 1221359-2022-02939.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m180337 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m180337 and test base part number 190-430 / lot m180337. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m180337 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.